Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) was out of electrical specification (missing pixels). Analysis also found the upper case and lower case were broken and contaminated. One bail cover, ring cover, and heart block were contaminated. Lead flex cover was broken, battery contacts were compressed, the ring was bent, and the keyboard was scratched. It was noted one bail cover and one bail were missing. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.